Event description:
A female received a series of an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for treatment of collagen restoration underneath both eyes in 2008. She reported that within the past six months (2009) she had noticed along the bone underneath the both eyes, elongated blotches; she cannot feel the one on the right eye, and she felt the one under the left eye out like a lump where the cheek bone is. She stated that it looked black and blue on the right side of her eye and the left side had yellowish spots underneath it. Additionally, she stated that her doctor did perlane on her frown lines and he used restylane on her lips once, but it did not work, and now she has the two lump marks under her eyes and above her cheek bones. At the time of this report, she said that the events were continuing. No further relevant information reported. Additional information for injectable poly-l-lactic acid (sculptra) (lot number/expiration date unknown) from product technical complaint report received on 04-nov-2009: conclusion: pending. Additional information received from a physician on 13-nov-2009: a non-pregnant female received injectable poly-l-lactic acid injections in 2008 (lot # a7017, expiration date 30-jun-2009). The physician advised that no event was ever reported to him by the patient, and that he does not suspect that the events that were reported by the patient were related to injectable poly-l-lactic acid. The physician stated that the patient's medical history of depression along with her dissatisfaction with the results may have played a role in the patient's event. Additional concomitant medications included clonazepam (klonopin), venlafaxine (effexor) and ultram (tramadol). No further relevant information reported. Additional information received from an office staff member from the physician's office on 17-nov-2009: reporter stated that the patient did not receive injectable poly-l-lactic acid anywhere close to her eyes. She also advised that the physician has not seen the patient in eighteen months because the patient had cancelled all of her scheduled appointments with the physician. No further relevant information reported.

Manufacturer narrative:
Qc check performed.